Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine changeout of the device, the physician noted insulation damage on the proximal end of the rv pacing lead. Moreover, the physician opted to implant a new lead as the rv lead damage was too extensive to repair. Hence, this lead was surgically capped and abandoned. No additional adverse patient effects were reported.